Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11612. It was reported that the patient presented in the hospital for a heart failure procedure. Due to the electrocautery present during the procedure, the implantable cardioverter defibrillator exhibited a false "high voltage circuit damage" alert, while the device and the right ventricular lead exhibited low defibrillation impedance and noise. A capacitor maintenance was performed after the procedure, which confirmed that all electrical values were within normal limits. The patient experienced no adverse consequences.